Event description:
A malfunction was reported by the caller, identified as malfunction code 199 on a pump, indicating a malfunction within the tandem source system. It was unknown or the caller declined to answer whether the issue caused the customer's blood glucose to exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the malfunction reappeared.